Manufacturer narrative:
D10 concomitant product: rfagenj, rfagenj jp rf ablation system x1 (sn:(B)(6)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver ablation (s3, s7) for hepatocellular carcinoma, the patient had sick sinus syndrome which was an arrhythmia complication and treatment was discontinued. The first-degree atrioventricular block at electrocardiogram on admission. Together with ablation, there was bradycardia tendency. There were 2 situations of bradycardia tendency during the procedure. In the first occurrence, both rfa and propofol were discontinued, then bradycardia improved. After that, rfa was re-started under discontinuation of medication of propofol . Then bradycardia occurred. In this second occurrence, because of bradycardia occurrence without medication of propofol, it is considered there was high possibility of rfa was the cause. Sick sinus (sinus pause) or complete atrioventricular block situation on the monitor electrocardiogram. It returned to original electrocardiogram with discontinuation of ablation. It developed to mobitzii atrioventricular block in the electrocardiogram after rfa discontinuation. It came and went between mobitzii atrioventricular block and the first-degree atrioventricular block after that. Due to instability, the patient was transferred to another hospital.